Event description:
It was reported that a free flow of antibiotic (unk) occurred associated with the use of the spectrum pump. A bolus of saline was given from the primary IV container, with 30 ml of fluid remaining in the buretrol. It was observed that fluid free flowed from the secondary IV container. However, the amount of fluid in the primary buretrol did not appear to increase. The customer also stated that the medication was stopped before it was delivered to the pt. There was no report of pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for evaluation and therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. It is unclear whether or not the reported primary IV set utilized a back check valve. Based on the info provided, it is possible that fluid from the secondary container migrated upstream into the buretrol giving the impression of a free flow, as the secondary container would have emptied quickly. At this time, the date of event is unk.